Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with intermittent telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented with loss of interrogation noted on the patient's pacemaker no information regarding intervention or adverse patient consequences was reported.

Event description:
New information received notes that the patient presented remotely. Programming changes were made. The device was explanted and replaced on (B)(6) 2026. The patient was stable throughout.